Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening crack, black particles in the fill channel, crease flat. Leak test was performed, and found opening crack on diaphragm valve. A microscopic analysis was performed, which identify opening crack. Based on the device analysis, the final assessment is: a crack opening on diaphragm valve assessed, as to cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.